Event description:
It was reported by service report that the cot retaining post and outer tube weldment is broken. There was patient involvement, however no adverse consequences are reported.

Manufacturer narrative:
Outer tube weldment.